Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engigineers and technicians are listed below. Visual inspections and results: clip in jaws, ab no; damaged jaws, ab no; damaged feed bar, ab no; damaged handle shrouds, ab no; damaged tip shrouds, a no b broken; deamaged trigger, ab no; damaged tube, ab no; damaged weld seams, ab no. Functional tests and results: antibackup functional, a yes b n/a; firing: feed conform, a yes b n/a; firing; form conform, a yes b n/a; jaws: hold clip, a yes b n/a; jaws: inside width at tips, a.220 b.217; lockout functional, ab yes; number of clips fed and formed, a 5. Based upon the inquiry information received and the visual examination, it was concluded that instrument b was returned with the top shroud broken in half. No conclusion can be reached as to how this damage occurred. No testing could be performed due to the condition of the top shroud. Instrument a was returned in good physical condition. Instrument a was cycled, fed and fired five clips within design specification. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the device was used during a laparoscopic splenectomy procedure. It was reported that the device was dropping clips. There was no pt consequence.